Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated that they were able to clear the alarm but they were not able to complete rewind. Customer also experienced high blood glucose level of 450 mg/dl. No further complications were reported. The device will be returned for analysis.

Manufacturer narrative:
Customer returned device for alleged device error 37 and high bg found on (B)(6) 2022. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and delivery accuracy test at .0869 inches. Successfully utilized thus to download history/trace files. Confirmed device error 37 on (B)(6) 2022 at 09:01:33.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Device was cut open to perform visual inspection and found moisture damage on motor home switch and electrical board 1. Device error 37 confirmed due to corroded motor home switch. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and serial number label missing. Device error 37 confirmed due to corroded motor home switch. Unable to confirm alleged high bg. Moisture damage confirmed on motor home switch and electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The health effect - impact code and component code that was provided with the initial report was incomplete. The complete information has been included with this report in h6 section.